Event description:
Event desc: the bolus end of the feeding tube separated while in the pt. It was excreted with stool.

Manufacturer narrative:
No injury was reported. The bolus tip was not returned with the tube. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from similar products have been tested in order to duplicate a similar break. More than 51lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.